Event description:
It was reported that the user experienced two bent cannulas (reported on a previous case) and difficulty attaching the connector adapter to the infusion set, stating that the required turn to lock at the 12 o¿clock position would not engage; one lot number was provided. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention. Customer care provided support that included troubleshooting and user education conducted by support. Investigation of this case revealed a probable product performance issue related to the connector¿s inability to lock, consistent with component and use interface issues. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface difficulty and/or product malfunction.